Event description:
Report received indicated that the tip of the cannula has broken off in the patient.

Manufacturer narrative:
Due indication that the product had broken off in the patient, occurrence was determined to be reportable to the FDA.